Manufacturer narrative:
Investigation revealed that the root cause of this failure mode is improper use - device interface. The patient was occupying the wheelchair in the garage. The patient reported that a positional belt was not being used because he forgot. When the patient over extended his reach fell out of the wheelchair and sustained injury. The patient reported that the wheelchair did not malfunction, cause or contribute to this incident. The patient did acknowledge the requirement of always wearing a positional belt when occupying the device, as stated in the owner's manual. The wheelchair was evaluated by the dealer and no damages was sustained on the device. The patient was instructed to continue practicing safety by always wearing a positioning belt. The DHR for this device was reviewed and the wheelchair met specification prior to distribution.

Event description:
On (B)(6) 2017, patient reports that he was outside putting up christmas decoration in the wheelchair. Patient had to unbuckle his positioning belt to complete a task and forgot to reattached it. Later the patient went in the garage and over extended his reach and fell out of the wheelchair and broke his left leg (tibia and tibula). Patient admitted fault as he wasn't wearing his positional belt.